Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 3/31/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer don't present any diabetic symptoms. Customer stated that she has been sick to her stomach since starting taking a new laxative. The stomachache is not due to diabetes.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 250, 290, 271mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer did report symptoms of feeling tired, excessive thirst and frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 243 and 224mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in concerned of high readings. Customer has control solution but says that it was opened over 3 months ago. Customer mentioned that recently at a doctor's visit, her results for her a1c was 8%. Customer will continue to use the meter and follow her doctor's instructions for elevated glucose level.